Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4)(manufacturer). This report has been identified as b. Braun (B)(4). As informed by our sales organization in (B)(4), the device won't be sent for evaluation to (B)(4). The device has already been evaluated by our technical service / bbm sales organization (B)(4). The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility (B)(4): delivery inaccuracy: during continuous infusion, with rate of 4 cc/ hours, sometimes the device had twice rate that infused and sometimes it don't show infusion and then it re-programmed itself.